Manufacturer narrative:
The MFR svc rep performed an on-site investigation. The svc rep reseated the cine bridge printed circuit board and the connectors to the cine storage drive. The sys was tested and is operating as intended.

Event description:
The customer reported the 9900 sys would not perform a cine run. No pt injury was reported.